Manufacturer narrative:
During the device evaluation, the hybrid ball bearing was found to be corroded. Increased friction from the corrosion is a probable cause of the reported overheating of the device.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.